Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse lifeband (lot #158870) does not clip to the autopulse platform. Out of the three lifeband received, two are functional. No patient involvement.

Manufacturer narrative:
The report of the autopulse lifeband (lot # 158870) will not clip into the autopulse platform was confirmed during the visual inspection. The probable cause for the reported complaint was due to the loose locking tabs on both sides of the hinged belt guards that do not produce a clicking sound. The observed damage appeared to be an isolated instance of an excessive force applied to the hinged belt guards of the lifeband, however, it is unknown when the damage occurred. Upon visual inspection, it was noticed that both sides of the autopulse lifeband locking tabs were loose and not allowing the hinged belt guard to lock in place when moved to the flip-down position, thus confirming the reported complaint. Functional testing was not performed as locking tabs do not affect the functionality of the lifeband. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for lifeband with lot #158870.